Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the audio tones and the vibration function were not working. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 19-mar-2019 with the following findings: during investigation, the pump powered to the verify screen. The auditory feature was not functional; there was no sound. The vibratory feature was found to function properly. The pump was opened and a cracked solder connection on the piezo device was observed causing a failed electrical connection in the audible alarm circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.